Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low glucose modular (glum) result generated by the unicel dxc 600 pro synchron chemistry analyzer. The customer runs patient samples in duplicate and noticed the original sample did not match the duplicate. The original sample was repeated on an alternate unit and higher result was obtained which confirmed the original run's result. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
Qc has been running within established specifications service was not requested root cause is unknown.